Manufacturer narrative:
Avery dennison received a complaint from a research & training hospital within (B)(6) indicating that a chlorashield dressing had stuck to the catheter of a pediatric patient. Therefore, the clinician experienced difficulty removing the dressing from the catheter resulting in suture damage. It was also stated that due to the stickiness of the dressing, and the difficulty in its removal, the patient sutures were damaged resulting in a catheter-related infection. Follow-up communication with the clinic within (B)(6) revealed that the nurse was unsure about the source of the patient's infection since the patient's pre-existing condition may have caused the infection. An antibiotic treatment was delivered to the patient to treat the infection noted. The patient was discharged from the hospital in a healthy condition following treatment. Based on the nature of the incident, retain samples were tested for performance characteristics. All the results were found to be within specifications and no device malfunction was identified. In addition, avery dennison conducted a device history record review of the reported lot. The review confirmed that the performance characteristics were within specification at the time of product release.

Event description:
Avery dennison received a complaint from a research & training hospital within (B)(6) indicating that a chlorashield dressing had stuck to the catheter of a pediatric patient. Therefore, the clinician experienced difficulty removing the dressing from the catheter resulting in suture damage. It was also stated that due to the stickiness of the dressing, and the difficulty in its removal, the patient sutures were damaged resulting in a catheter-related infection.